Event description:
It was reported that during an implant procedure, the patients motors for the lower extremities were no longer responding. The physician decided to abort the procedure after multiple tests were performed. The physician believed that this was not device or procedure related and the cause of the neurological symptom was unknown. The patient was recovering and had left leg weakness post-operatively. The used devices were discarded by the medical facility.